Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: the following fields were updated due to additional information: d10: returned to manufacturer on: 2021-02-08. H6: investigation summary: customer returned (1) loose 0.5ml bd insulin syringe. The customer reported about a needle piercing through the shield. The returned syringe was examined, and it was observed that the cannula was through the cannula shield. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp needle pieces through the shield. The following information was provided by the initial reporter: the customer reported about a needle piercing through the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp needle pieces through the shield. The following information was provided by the initial reporter: the customer reported about a needle piercing through the shield.